Event description:
A refractive coordinator reported anterior chamber bubbles after flap creation and before refractive surgery. The surgeon did not lift the flap and sent the pt home. The pt was brought back later the same day, the bubbles had dissipated and the refractive surgery was completed without any reported complications. No pt injury was reported.

Manufacturer narrative:
During the onsite investigation, the customer reported that several times, the humidity in the operating room was on high as around 80% overnight. The territory mgr checked, calibrated and completed a system verification per specifications. A review of the logfiles for the time of this pt¿s surgery showed no abnormalities that could have contributed to this event. A root cause has not been identified. (B)(4).